Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to avn (osteonecrosis) in both hips. The only thing the patient and her mother can think that may have caused this sudden hip degeneration after receiving a covid vaccine early on, because she is in the medical field. The injury occurred in march 2021. After having her hip replaced, the surgeon did not prescribe blood thinners like they should have, and the patient had a pulmonary embolism. She was then prescribed blood thinners, but they did not give her the medication to stop menstrual cycle. The wound is not healing and it¿s been over a month since surgery. Doi : (B)(6) 2021. Dor : (B)(6) 2022. Total hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.